Manufacturer narrative:
Date returned to mfg (B)(6) 2023. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, damaged lemo connector, and a damaged battery compartment. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the remote dose cord could not be plugged in and the battery compartment had battery acid contamination. The exact root cause was unable to be determined; however, the most probable cause was determined to be dropping of the device. The lemo connector and battery compartment were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump volume was over the maximum limit during preventive maintenance testing. There was no patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.